Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise that lead to oversensing and pacing inhibition of approximately 5 seconds. The patient had congestive heart block with no r waves present. The noise was able to be reproduced in clinic. Impedance measurements had been stable. The rv lead was explanted and replaced. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed cuts in the insulation that appeared to be from the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing and pacing inhibition that resulted in greater than two seconds of asystole. The rv lead was explanted and replaced. No additional adverse patient effects were reported.